Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that after cataract surgery with intraocular lens (iol) implantation, he experienced positive dysphotopsia. He also experienced flickering light, sometimes he could see the lens with a bright side light and a dark room, worse indoors with side light, not as bad outside if sunny and pupils were dilated. The vision was worst indoors with ambient light or a room with lots of windows. Consumer also had dry eyes. Consumer reported that since surgeries, it felt like he was wearing hard contact lenses that need to be taken out for relief. He squinted a lot, which felt like it helped with the flickering. The consumer had discussed these concerns with his eye care provider, who advised to wait a year/or take drops to dilate eyes. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.